Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with vancomycin (500 mg, once daily, route and duration not reported) and amikacin (250 mg, once daily, route and duration not reported). The cause of the peritonitis was unknown. The action taken with dianeal therapy was not reported. It was reported the patient was not hospitalized for the event. At the time of this report, the outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).